Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, a nalyzed and seven of the last eight battery voltage readings were near 2.8 volts and one at 2.05 volts, and a "batteryref" value of 511. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a battery voltage lower than expected with the elective replacement indicator (eri) status as ok and recommended replacement time (rrt) was not triggered. It was noted the ipg was operating as expected and the battery voltage would indicate the correct measurement after a few hours. A comparison of the use before date and implant date found the device was also implanted after the use before date. The device remains in use. No patient complications have been reported as a result of this event.